Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate mode switch due to far r oversensing. No intervention was performed. The physician will continue to monitor. There were no patient consequences.